Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that within a day of the implant procedure, the patient experienced symptoms associated with the right atrial lead not sensing nor capturing. The slack on the lead had pulled back and the lead was dislodged. It was also reported the right ventricular lead slack had also pulled back and the lead was dislodged; high threshold was also noted. The leads were repositioned with additional slack and remain in use. No further patient complications have been reported as a result of this event.